Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer reports that the palindrome catheter was locked and had to be removed and replaced. The catheter was originally placed on (B)(6) 2010 and had to be explanted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.